Event description:
While intervening on lad, teleport microcatheter was inserted into 7 fr sheath under fluoroscopy, distal tip of teleport catheter breaks off while in the mid lad coronary artery. This complication required extra intervention using balloon angioplasty technique and extending case procedure. Retrieval of the teleport tip, successfully removed as one intact piece. Pt denies any chest pain, vitals remain stable, nsr noted on EKG. Dr. Accompanied by fellow cardiologists. At this time, patient vitals stable, no chest pain, nsr. Manufacturer response for teleport microcatheter, teleport microcatheter (per site reporter) none to date